Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was returned to the manufacturer's product investigation laboratory and the customer's complaint could not be confirmed. There was no evidence of degraded black foam in the device. Black particulate was observed under the inner bellow and in the bacteria filter through visual observation. A review of microscopic pictures of the particulate was performed and it was determined the type of particulate originated from outside the device and is of external origin.